Manufacturer narrative:
The product was requested for return to the manufacturer for laboratory investigation but was not received yet. The investigation is still pending. (B)(4). A follow-up medwatch will be submitted when additional information becomes available. (B)(4). Reference exemption # e2018002.

Event description:
According to the customer: change out from december 28th: lot= 70124018, change out time= <1min. Pt status= still on ECMO. Additional info: oxygenator was only in use for one day prior to change out (pt put on vv ECMO on the 27th); (B)(6) yo m with influenza; pre and post membranes were clear at the time of change out - gases pre change out= pt- ph=7.40/pco2=63/po2=68/hco3=38/sat=92%. Pre oxy- 7.37/70.7/34.5/40/61%, post oxy- 7.34/70/156/42/98%. Primary reason for change out: po2 post membrane steadily dropping over last 12hours and pt remained stable but required more support. Outcome: the replacement oxygenator only had slightly better post-po2 gases (same lot number). Internal reference: (B)(4).

Manufacturer narrative:
Maquet medical systems,USA (importer)submits this report on behalf of the legal manufacturer of the device maquet cardiopulmonary (B)(4). Rastatt, germany. A follow-up medwatch will be submitted when additional information becomes available. Reference exemption # e2018002. Importer- maquet medical systems USA (B)(4). Contact person- (B)(6). The returned oxygenator was investigated in the laboratory of the manufacturer. A quadrox-ID adult with tubes and a foreign centrifugal was sent back. The complete set was heavily clotted. Tubes were removed and disposed of. Clots can be confirmed. The oxygenator was with a foreign centrifugal pump applied. Since the oxygenator is not leaking, is a tightness test is not necessary. Oxygenator and the foreign centrifugal pump was cleaned several times with sodium hypochlorite purified. To ensure performance of the products prior to shipment, checks, controls, and performance tests are carried out during the manufacture of the products. These tests can be reviewed as part of a DHR review. DHR review result: affected product: 70106.7859 beq-hmod70000-USA #squadrox-ID ad.o.fil basic lot 70124017 and packaging lot 70124018 (UDI number avp439). The avz from avp435 to avp449(dms#2559809) was reviewed on 2019-02-11. There were no references found, which are indicating a nonconformance of the product in question. Additionally a review of the weekly performance monitoring according to si-c-09 has been reviewed (dms#2573979), the performance tests passed the acceptance criteria. Thus the failure could not be confirmed based on the results obtained during investigation at this time the cause of the reported incident was determined to not be attributed to a device related malfunction.

Event description:
Internal reference:(B)(4).